Manufacturer narrative:
Medical device problem code (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -9.5/2.5/175 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens and implanted horizontal; opposite of the initial lens vertical implant position. The problem was resolved. The cause of the event was reported as unknown.